Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 430 mg/dl. The customer treated with manual insulin injections of about twenty five units of insulin. The customer also reported high ketones. The customer reported that the insulin pump alarmed no delivery during a bolus. The customer also reported air bubbles in the tubing of the insulin pump. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. Troubleshooting was not completed because the customer was not feeling well. No additional information was provided.